Manufacturer narrative:
Citation: abdelghani m et al. "Fate and long-term prognostic implications of mitral regurgitation in patients undergoing transcatheter aortic valve replacement." Int j cardiol. 2019 mar 27. Pii: s0167-5273 (18) 37402-3. Doi: 10.1016/j.ijcard.2019.03.048. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prognostic impact of residual mitral regurgitation after transcatheter aortic valve replacement (tavr). All data were collected from a single center between september 2007 and february 2018. The study population included 970 patients (predominantly female; mean age 80 years), 262 of which were implanted with a medtronic corevalve bioprosthetic valve and 133 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the cardiovascular mortality rates according to severity of residual post-tavr mitral regurgitation at 5 years post implant were: 24.8% (none-mild mitral regurgitation), 31.2% (moderate mitral regurgitation), and 36.6% (severe mitral regurgitation), respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, new left bundle branch block, mild-moderate-severe prosthetic aortic valve regurgitation, and mild-moderate-severe mitral regurgitation post-tavr. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.